Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported that 1 year and two months later, a CT showed a type ia endoleak. A further six weeks later, the patient had a left carotid to left subclavian bypass. Another few days later a further tevar procedure was completed to resolve the event. Vnmf3737c97tu was deployed distal to the left carotid artery and vnmf4040c103tu was then used to bridge the 37x37x97. Coiling of the origin of the left subclavian artery was completed during the index procedure. It was reported post the reintervention procedure the patient had several blood pressure related issues and had suffered a stroke six days post the intervention procedure. The patient was transferred to ir where the origin of the left carotid artery was stented. Several angiograms showed no obvious signs of intercranial thrombus. Per the physician the cause of the loss of seal is undetermined. The cause of the stroke was related to unstable blood pressure. It was reported an additional procedure was performed eight months post the original evar procedure where the physician elected to implant the 46 valiant stent graft and endoanchors prophylactically in the distal thoracic aorta.the physician felt the patient was going to lose distal seal and elected to treat the patient before a type ib endoleak may have developed. It was then reported that the patient has developed a type ib endoleak due to disease progression. The endoanchors were placed when the graft was extended to the celiac origin. The anchors were placed due to a short distal landing zone. It appeared as if the anchors did not properly penetrate the aortic wall and the aorta continued to dilate. No additional clinical sequelae were reported and the patient is being monitored.